Manufacturer narrative:
Manufactuing site updated. Investigation: results: a sample or photo was not available for evaluation; therefore, the investigation was limited. A lot history review for lot 6316778 cat no. 320122 was carried out and no non-conformances were raised in association with the packaged lot or the sub-assembly concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the patient and patient caregiver received a needle stick injury when using a 32 g x 4 mm bd ultra fine¿ insulin pen needle. No medical intervention was sought.